Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in impedance since december 2019. Technical services (ts) review the data and noted that there was out of range impedance. There was no episode with noise and all other diagnostic are normal. Ts discussed possible causes and provided programming options. Additional information was received, stating that the patient had an in office follow-up; however; no information was provided by the physician. The device remains in service. No adverse patient effects were reported.